Manufacturer narrative:
Potential user error contributed to the event.

Event description:
It was reported by repair work order that the customer alleged the cot litter dropped with a patient on it when pulling the cot out of the ambulance. It was reported that the patient's elbow was hurt. There was patient involvement; however, no medical intervention or clinically relevant delay in treatment was reported.